Event description:
It was reported that the tip of the probe has broken off.

Manufacturer narrative:
Visual inspection confirms that the distal tip has sheared off of the probe. Pedicle probes are used ot create a pilot hole in the pedicle before implanting a screw and as such must be malleted into the bone. The distal tip is under heavy loads when being malleted and can experience bending and possible breakage if force is not applied directly axially down the shaft of the instrument. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.